Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic repair of an epigastric hernia on (B)(6) 2010 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional laparoscopic procedure was performed whereby the gore device was explanted. It was reported the patient alleges the following injuries: scarring, adhesions, hernia recurrence, removal of mesh, and additional hernia repair surgeries. Additional event specific information was not provided.

Manufacturer narrative:
H6: 4316: appropriate code/term not available for ¿withdrawn complaint¿ this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Previous patient codes (c34483, c54685, c34685) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span july 7, 2010 through november 26 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from july 7, 2010 through february 28, 2012; february 28, 2012 through august 9, 2013; august 9, 2013 through november 24, 2014 were not provided. (B)(6) 2010: ¿the patient had a 3 x 4-cm defect with incarcerated omentum.¿ implant procedure: laparoscopic epigastric hernia repair with mesh. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/7394017, 10 cm x 15 cm oval) was used during the procedure. Implant date: (B)(6) 2010 [hospitalization dates unknown] description of hernia being treated: ¿the patient had a 3 x 4-cm defect with incarcerated omentum. This was reduced without difficulty.¿ implant size and fixation: ¿a 10 x 15-cm sheet of polytetrafluoroethylene (ptfe) mesh was placed to ensure 3 to 5-cm overlap on all sides. Eight transfixation sutures were utilized.¿ ¿the hernia was approximately 3 x 4 cm in length. A 10 x 15-cm sheet of ptfe mesh was selected. Sutures were then placed in the cardinal positions and brought out through the abdominal wall. These were then secured. The spiral tacker was then utilized to place tacks approximately every 1 cm around the edge of the mesh to approximate it. Four additional transfixation sutures were then placed at the corners of the mesh.¿ no post-operative records were provided. Explant preoperative complaints: [none provided] explant procedure: ¿1. Exploratory laparotomy. 2. Excision of previous polytetrafluoroethylene (ptfe) neck [sic] mesh. 3. Bilateral rectus abdominus advancement flaps. 4. Endoscopic component separation. 5. Recurrent ventral hernia repair with 13 x 15-cm surgimend underlay.¿ explant date: (B)(6) 2012 [hospitalization dates unknown] ¿the hernia sac was then dissected free circumferentially and then was entered using lysis procedure for approximately 15 minutes until the omentum and bowel were freed from the hernia sac. This was then amputated at the level of the fascia. The previous ptfe mesh was then carefully excised. It had retracted caudally. The defect measured then 5 x 5 cm. Attention was then focused on the endoscopic component release to create the rectus abdominus advancement flaps. On the left side, a transverse incision was made out laterally. Dissection proceeded down and the external oblique was identified. This was then incised. This plane was then attempted to be raised underneath the external oblique. When the plane was raised, we then recognized that the plane was raised between the internal and the transversus due to the scarring from the previous laparoscopic ventral hernia repair at that site. We then dissected in the correct plane, closed the internal oblique fascia, and raised the plane at this level. Additional 5-mm trocars are placed cranial and caudal. Endoscopic release was then performed with the harmonic scalpel allowing the rectus to be advanced medially. A 1 0-french drain was then placed in this space and sutured in place with 2-0 nylon. The wounds were then closed with 4-0 monocryl.¿ ¿attention was then focused on the right side. It was much easier to identify the plane on the right side. A transverse incision was made 2 fingerbreadths below the costal margin. We identified the external oblique and then dissected underneath it. The pneumatic expansion balloon was then placed in this location. Two 5's were placed in the caudal margin of the dissection and 1 cranial. The endoscopic harmonic was then used to free the extra oblique from the edge of the rectus approximately 1 cm lateral to allow it to be advanced medially. This was performed from the costal margin of the anterior superior iliac spine. After the releases were performed, the fascia was easily opposed in the midline. A drain was then placed underneath this flap laterally. The trocars were then removed and the sites were closed with 4-0 monocryl. The drain was sutured in place with 2-0 nylon. A 13 x 15-cm 4.0 surgimend was then placed intraperitoneal. Six transfixation sutures were placed at the coronal and cardinal positions. This adequately opposed the mesh and brought the fascia closer to the midline. The fascia was then closed with figure-of-eight #1 sutures. This came together easily. A 7-round drain was then placed in the wound.¿ relevant medical information: (B)(6) 2013: repair of incarcerated ventral hernia with mesh ¿we opened along the patient's existing midline ventral hernia repair incision. We dissected the subcutaneous space and identified the fascia superior to the hernia and the hernia itself, which was found to be incarcerated, consistent with the preoperative diagnosis. We divided the fascia superior to the hernia sac and then proceeded with fascial division inferiorly and through the hernia sac. We found that the bowel contained within the hernia sac appeared viable. There was a dense serosal adhesion to the sac concerning for a loop of bowel, which I suspect was in fact a portion of the biologic mesh that had been placed at the last operation. We left this attachment on the bowel, as we did not feel that it was causing any pathologic problem and that attempting to dissect the bowel wall free from this sac attachment would risk injury to the bowel.¿ ¿once we freed up all the adhesions around the hernia defect circumferentially, we then gained entry into the retrorectal [sic] space circumferentially. Once this was accomplished we then closed the posterior fascia using running #1 looped pds suture. We then further developed the retrorectal [sic] plane separating the rectus muscle from the posterior fascia bilaterally. Hemostasis in the retrorectal [sic] space was controlled with electrocautery, and for 1 larger perforating vessel a silk tie was used. We then measured the defect to be 12 cm in transverse orientation and 15 cm sagittally. We used a piece of progrip 20 x 15 mesh and fashioned it to the appropriate size to fit the hernia defect as measured. The mesh was laid sticky side-down onto the posterior fascia. Two large round blake drains were placed in the retrorectal [sic] space over the mesh and brought out through the abdominal wall bilaterally and secured to the skin with nylon suture. The anterior fascia was then closed with running #1 pds suture.¿ (B)(6) 2014: repair of an incarcerated recurrent ventral hernia ¿multiple swiss cheese defects with mesh failure secondary to bowel above the level of the mesh.¿ ¿the patient then had incision carried down through the patient's previous midline laparotomy. Unfortunately, this was the 4th time the patient has had this hernia fixed secondary to his morbid obesity. The patient went ahead and had dissection carried down to the level of the fascia. The fascia was noted to be grossly incorporated with prior mesh placement, and there were multiple swiss cheese defects with loops of bowel poking through multiple holes in the fascia. The access to the abdominal cavity was obtained superiorly, and then dissection was carried down and around the patient's hernia sac. The bowel was dissected off the hernia sac after being careful in order to reduce. There were no enterotomies and there were no complications from the hernia dissection.¿ ¿once the hernia was completely dissected, the sac was removed using bovie electrocautery and submitted for pathology. The patient then had the ends of fascia cleared and debrided. A 25 x 35-cm piece of physiomesh was placed in order to provide an underlay repair. Patient had 4-point suture fixation using a carter-thompson in order to provide for fixation of the mesh followed by interrupted fascial stitches using #1 prolene. Once these were in place there were noted mesh defects [sic] and the patient had the underlay noted to be under no tension with the fascia primarily closed using a looped #1 pds suture. The patient had 2 drains placed; one in the suprafascial and one in the subfascial location. The patient then had staples applied. The patient tolerated the procedure well without any complications.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2010 indicate the patient underwent laparoscopic epigastric hernia repair with mesh. Procedural findings state: ¿the patient had a 3 x 4-cm defect with incarcerated omentum. This was reduced without difficulty. A 10 x 15-cm sheet of polytetrafluoroethylene (ptfe) mesh was placed to ensure 3 to 5-cm overlap on all sides. Eight transfixation sutures were utilized.¿ the procedure notes state: ¿the hernia was approximately 3 x 4 cm in length. A 10 x 15-cm sheet of ptfe mesh was selected. Sutures were then placed in the cardinal positions and brought out through the abdominal wall. These were then secured. The spiral tacker was then utilized to place tacks approximately every 1 cm around the edge of the mesh to approximate it. Four additional transfixation sutures were then placed at the corners of the mesh. The records confirm a gore dualmesh® plus biomaterial (1dlmcp03/7394017) was used during the procedure. Operative records dated (B)(6) 2012 indicate the patient underwent treatment of a recurrent ventral hernia. The records state the following procedures were performed: ¿1. Exploratory laparotomy. 2. Excision of previous polytetrafluoroethylene (ptfe) neck mesh. 3. Bilateral rectus abdominus advancement flaps. 4. Endoscopic component separation. 5. Recurrent ventral hernia repair with 13 x 15-cm surgimend underlay.¿ the (B)(6) 2012 records state: ¿the hernia sac was then dissected free circumferentially and then was entered using lysis procedure for approximately 15 minutes until the omentum and bowel were freed from the hernia sac. This was then amputated at the level of the fascia. The previous ptfe mesh was then carefully excised. It had retracted caudally. The defect measured then 5 x 5 cm. Attention was then focused on the endoscopic component release to create the rectus abdominus advancement flaps. On the left side, a transverse incision was made out laterally. Dissection proceeded down and the external oblique was identified. This was then incised. This plane was then attempted to be raised underneath the external oblique. When the plane was raised, we then recognized that the plane was raised between the internal and the transversus due to the scarring from the previous laparoscopic ventral hernia repair at that site. We then dissected in the correct plane, closed the internal oblique fascia, and raised the plane at this level. Additional 5-mm trocars are placed cranial and caudal. Endoscopic release was then performed with the harmonic scalpel allowing the rectus to be advanced medially. A 1 0-french drain was then placed in this space and sutured in place with 2-0 nylon. The wounds were then closed with 4-0 monocryl.¿ the (B)(6) 2012 records continue: ¿attention was then focused on the right side. It was much easier to identify the plane on the right side. A transverse incision was made 2 fingerbreadths below the costal margin. We identified the external oblique and then dissected underneath it. The pneumatic expansion balloon was then placed in this location. Two 5's were placed in the caudal margin of the dissection and 1 cranial. The endoscopic harmonic was then used to free the extra oblique from the edge of the rectus approximately 1 cm lateral to allow it to be advanced medially. This was performed from the costal margin of the anterior superior iliac spine. After the releases were performed, the fascia was easily opposed in the midline. A drain was then placed underneath this flap laterally. The trocars were then removed and the sites were closed with 4-0 monocryl. The drain was sutured in place with 2-0 nylon. A 13 x 15-cm 4.0 surgimend was then placed intraperitoneal. Six transfixation sutures were placed at the coronal and cardinal positions. This adequately opposed the mesh and brought the fascia closer to the midline. The fascia was then closed with figure-of-eight #1 sutures. This came together easily. A 7-round drain was then placed in the wound.¿ there was no mention of infection in the records. Pathology report dated (B)(6) 2012 regarding a specimen collected (B)(6) 2012 states: ¿ventral hernia sac, excision: benign fibroconnective tissue, consistent with stated origin.¿ operative records dated (B)(6) 2013 indicate the patient underwent repair of an incarcerated ventral hernia with mesh. The records state: ¿we opened along the patient's existing midline ventral hernia repair incision. We dissected the subcutaneous space and identified the fascia superior to the hernia and the hernia itself, which was found to be incarcerated, consistent with the preoperative diagnosis. We divided the fascia superior to the hernia sac and then proceeded with fascial division inferiorly and through the hernia sac. We found that the bowel contained within the hernia sac appeared viable. There was a dense serosal adhesion to the sac concerning for a loop of bowel, which I suspect was in fact a portion of the biologic mesh that had been placed at the last operation. We left this attachment on the bowel, as we did not feel that it was causing any pathologic problem and that attempting to dissect the bowel wall free from this sac attachment would risk injury to the bowel.¿ the (B)(6) 2013 records continue: ¿once we freed up all the adhesions around the hernia defect circumferentially, we then gained entry into the retrorectal space circumferentially. Once this was accomplished we then closed the posterior fascia using running #1 looped pds suture. We then further developed the retrorectal plane separating the rectus muscle from the posterior fascia bilaterally. Hemostasis in the retrorectal space was controlled with electrocautery, and for 1 larger perforating vessel a silk tie was used. We then measured the defect to be 12 cm in transverse orientation and 15 em sagittally. We used a piece of progrip 20 x 15 mesh and fashioned it to the appropriate size to fit the hernia defect as measured. The mesh was laid sticky side-down onto the posterior fascia. Two large round blake drains were placed in the retrorectal space over the mesh and brought out through the abdominal wall bilaterally and secured to the skin with nylon suture. The anterior fascia was then closed with running #1 pds suture.¿ operative records dated (B)(6) 2014 indicate the patient underwent repair of a incarcerated recurrent ventral hernia. Findings from the procedure state: ¿multiple swiss cheese defects with mesh failure secondary to bowel above the level of the mesh.¿ the (B)(6) 2014 records state: ¿the patient then had incision carried down through the patient's previous midline laparotomy. Unfortunately, this was the 4th time the patient has had this hernia fixed secondary to his morbid obesity. The patient went ahead and had dissection carried down to the level of the fascia. The fascia was noted to be grossly incorporated with prior mesh placement, and there were multiple swiss cheese defects with loops of bowel poking through multiple holes in the fascia. The access to the abdominal cavity was obtained superiorly, and then dissection was carried down and around the patient's hernia sac. The bowel was dissected off the hernia sac after being careful in order to reduce. There were no enterotomies and there were no complications from the hernia dissection.¿ the (B)(6) 2014 records continue: ¿once the hernia was completely dissected, the sac was removed using bovie electrocautery and submitted for pathology. The patient then had the ends of fascia cleared and debrided. A 25 x 35-cm piece of physiomesh was placed in order to provide an underlay repair. Patient had 4-point suture fixation using a carter-thompson in order to provide for fixation of the mesh followed by interrupted fascial stitches using #1 prolene. Once these were in place there were noted mesh defects and the patient had the underlay noted to be under no tension with the fascia primarily closed using a looped #1 pds suture. The patient had 2 drains placed; one in the suprafascial and one in the subfasciallocation. The patient then had staples applied. The patient tolerated the procedure well without any complications.¿ pathology report dated (B)(6) 2014 regarding a specimen collected (B)(6) 2014 states: ¿¿hernia sac¿, excision: hernia sac.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.